Manufacturer narrative:
(B)(4) evaluation statement: the reported event of components break off when pump is dropped could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that occasionally the pumps are dropped and there is broken components on the internal board. The l2 coil and the c71 capacitor will break when this happens. There was no report of patient involvement.